Manufacturer narrative:
(B)(4). Unit not received stuck in manufacturing mode. Unit received with partially broken off reservoir tube lip and half broken off retainer. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.